Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in set/line). The patient was connected at the time of the alarm. This occurred during dwell five of five of peritoneal dialysis therapy. The technical services representative assisted the patient¿s nurse in clearing the alarm. During troubleshooting, it was discovered that an unused supply line clamp was left open. The patient would complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, a clamp being left open on unused lines is a known cause of this alarm. Use error and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide instructs users to make sure that all clamps on unused fluid lines are closed securely and to close all clamps while preparing to load the disposable set. Finally, the guide warns that a system error 2240 can be caused by unclamped, unused supply lines. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.